Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display as well as battery failed alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that insulin pump was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. In addition to this, the device was received with the battery cap contacts missing. This may be a possible explanation as to why the customer was receiving a blank display.